Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h10: an ultraflex tracheobronchial covered distal stent was fully deployed and expanded. Visual inspection found the deployment suture completely released from the shaft. The shaft was bent in different sections. No other problems were noted to the stent and delivery system. Product analysis did not confirm the reported events of stent partially deployed and stent deployment suture knotted. The investigation concluded that the observed event of shaft bent was likely due to the characteristic of the lesion or the patient's anatomy (tortuous). There is no indication of what the customer reported because the stent was returned fully deployed and expanded. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected. A product labeling review identified that the device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on may 30, 2023 that an ultraflex tracheobronchial covered distal stent was used to treat a 30mm malignant main airway stenosis during a stent placement procedure performed on (B)(6) 2023. The patient's anatomy was tortuous and was dilated prior to stent placement procedure. During the procedure, upon deploying the stent, the stent deployment suture was knotted and was unable to be pulled. The stent was partially deployed when it was removed from the patient. The procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation on may 30, 2023 that an ultraflex tracheobronchial covered distal stent was used to treat a 30mm malignant main airway stenosis during a stent placement procedure performed on (B)(6) 2023. The patient's anatomy was tortuous and was dilated prior to stent placement procedure. During the procedure, upon deploying the stent, the stent deployment suture was knotted and was unable to be pulled. The stent was partially deployed when it was removed from the patient. The procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.